Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2026 the patient had bright red blood in their stool with (hgb 6.5/ hct 21) international normalized ratio (inr) 1.8. The patient received 4 units of blood. On (B)(6) 2026 the patient had bright red blood in stool again. The patient was discharged on (B)(6) 2026 with inr goal 1.5-2.0 and was on coumadin only.